Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading because customer did not wait for mobile app prompt before removing and loading cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm type, instructed customer to remove cartridge and deliver 9-unit bolus, then assisted with loading new cartridge using correct steps, after which customer successfully resumed insulin therapy and issue was resolved.